Event description:
This ra lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2017 due to an unknown product performance issue. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).